Event description:
It was reported while using with bd facscanto¿ ii flow cytometer waste leaked outside of instrument. There was no report of user impact. 338960 - bd facscanto ii cytometer 4/2 system ivd - issue leak on waste carts connectors was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No.

Manufacturer narrative:
H.6. Investigation: scope of issue: the scope of issue is only limited to bd facscanto ii cytometer 4/2 system ivd, part # 338960 and serial # (B)(6). Problem statement: customer reported complaint of a leak on the wet carts connectors. Manufacturing defect trend: there are zero qns (quality notifications) related to the reported issue. Date range from 17mar2020 to 17mar2021. Complaint trend: the only complaint related to a leak on the wet cart connectors is this one; date range from 17mar2020 to 17mar2021. Manufacturing device history record (DHR) review: DHR part # 338960 serial # (B)(6) file # 338960-v96100654-900147769-08, was reviewed. The instrument met all the manufacturing specifications prior to release. Investigation result / analysis: the investigation was performed and based on the review of the complaint trend, defect trend, DHR, risk analysis and servicemax, the root cause of the leakage not contained within the instrument was due to worn wet cart waste connectors. This issue was originally identified by an fse while they were performing a routine monthly clean. The leakage was not under pressure and was found to be from two of the waste connectors in the wet cart. The fse replaced the two waste connectors and the instrument was tested and performing as expected. No parts were requested for evaluation as the replaced part is not returnable and was discarded. Although this incident occurred while using patient samples, no diagnosis was performed due to the leakage and the patient was not harmed in any way. In this incident the leaked fluid contained bleach and thus did not pose a risk of biological contamination. Additionally, since the customer did not come into physical contact with the leakage there was no risk of chemical injury. Finally, since there was no spray of fluid, the leakage did not significantly increase the risk of exposure to the customer. The safety risk is limited, s2, and there was no impact to customer health or safety. Service max review: review of related work order #: 01835874, case # (B)(4). Install date: 04sep2008. Defective part number: 33697807 - couplng pnl-mt stoff 1/4tube org-ppl ser work order notes: subject / reported: 338960 - bd facscanto ii cytometer 4/2 system ivd - issue leak on waste carts connectors. Problem description: 338960 - bd facscanto ii cytometer 4/2 system ivd - issue leak on waste carts connectors. Work performed: when fse is working on the wet cart she discovered signs of leakage from the waste cart connector. Fse replaced the two wast connectors instrument I working normally. Issue solved cause: waste connector showed signs of leakage. Solution: replaced the connectors. Returned sample evaluation: a return sample was not requested because the replaced part is not returnable and was discarded. Risk analysis: risk management file part # 338960-04ra, rev. 01/vers. A, bd facscanto ii flow cytometer (fluidics) fmea was reviewed. No new hazards have been identified and the current mitigation is sufficient. The severity rating in this file is ¿9¿ based on the previous scale rating. This rating is equivalent to ¿s2¿ in sop6078-02 whereby the leakage is obvious and the leaked fluid was not biohazard but instead facsflow, hence the impact to the customer is negligible to none. The current mitigations are adequate with rpn under acceptable range. Hazard(s) identified? Yes no. Item: 6. Waste. Function: 6.1 contain waste . Potential failure mode: 6.1.1 waste not contained . Potential effect(s) of failure: 6.1.1.1 biohazards . Potential cause(s)/mechanism(s) of failure6.1.1.1.1 pressure build-up . Current controls: vent on lid . Recommended actions: 1. Add filter. 2. Pressure sensor for backpressure. Severity: 9 . Occurrence: 2 . Detection: 1 . Rpn: 18 . Item: 4. Quick disconnect . Function: 4.1 connects tubing to filters and fluid tanks . Potential failure mode: 4.1.1 tubing failure . Potential effect(s) of failure: 4.1.1.1 leaks at waste tank. Biohazard . Potential cause(s)/mechanism(s) of failure: waste fitting leaks . Current controls: 1. Pump compensates for leaking . Severity: 8 . Occurrence: 4 . Detection: 1 . Rpn: 32 . Mitigation(s) sufficient yes no. Root cause: based on the investigation results the root cause of the leakage not contained within the instrument was due to worn wet cart waste connectors. Conclusion: based on the investigation results the root cause of the leakage not contained within the instrument was due to worn wet cart waste connectors. The fse noticed the leakage from the wet cart during a monthly cleaning, and found the source of the leakage to be from the waste connectors. The fse replaced 2 of the waste connectors, and the instrument was tested and functioning as expected. No one was harmed or injured, and no medical diagnosis was performed due to the leakage. The safety risk is limited, s2, and there was no impact to customer health or safety. H3 other text : see h.10.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using with bd facscanto" ii flow cytometer waste leaked outside of instrument. There was no report of user impact. 338960 - bd facscanto ii cytometer 4/2 system ivd - issue leak on waste carts connectors was the leak liquid or air? Liquid. Was the leak contained within the instrument? Not contained. Was there spray of liquid under pressure? No. What was the fluid that leaked? Unknown. Did biohazard leak before or after waste line? After waste line. Was the waste mixed with decontamination/bleach? No.